Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent incomplete implantation described as "slide resistance irregular" while trying to implant. The device did contact the patient, but no injury occurred.

Manufacturer narrative:
Device evaluation: visual analysis performed via device photos. The cause could not be evaluated with the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen 45 gel stent incomplete implantation described as "slide resistance irregular" while trying to implant. The device did contact the patient, but no injury occurred.